Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead exhibited loss of capture, a spike in pacing impedance, and noise was observed on episodes of non-sustained ventricular tachycardia. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 4968-35 lead implanted: (B)(6) 2014; 5076-45 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.